Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the its exhaled tidal volume (vte) levels dropping (vte low) and fio2 (fraction of inspired oxygen) to under deliver (fio2 low) was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed a device issue that caused its exhaled tidal volume (vte) levels to drop (vte low) and fio2 (fraction of inspired oxygen) to under deliver (fio2 low). There were no reports of patient involvement associated with the reported event.